Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor smooth round moderate profile 375cc saline breast implant, catalog # 3501660. (B)(4).

Event description:
It was reported that a (B)(6)-year-old (B)(6) female patient underwent a breast augmentation revision with a mentor smooth round moderate profile 375cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2018. The serial numbers of both devices in the patient at the time of explant are (B)(4), but it is not known which of these is the complaint device. Multiple attempts have been made to obtain additional information regarding this event, but none has been made available.